Manufacturer narrative:
(B)(4). A physio-control research scientist reviewed the electronic patient record and concluded that the device returned a ¿no shock advised¿ decision for fine vf heart rhythm in analysis 1 because the ECG amplitude was below the algorithm¿s threshold for a shockable rhythm. This finding is not indicative of algorithm deviation from established sensitivity and specificity and therefore is not indicative of a device malfunction. No other indications of device malfunction were observed. Physio-control evaluated the customer's device and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to the ECG amplitude being below the algorithm's threshold for a shockable rhythm.

Event description:
A customer contacted physio-control to report that their device initially did not recognize a shockable rhythm during the first analysis of a patient's heart rhythm. The device did advise a shock for the second analysis and the patient was subsequently provided with defibrillation therapy. When the electronic patient record was reviewed after the event, the rhythm during the first analysis appeared to be shockable, however the device did not advise a shock. The patient associated with the reported event did not survive.